Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) company representative (rep) regarding a patient receiving intrathecal hydromorphone 15 mg/ml at 6.118 mg/day currently and the patient¿s new drug was hydromorphone 25 mg/ml at an unknown dose via an implanted pump. It was reported they expected 1.7ml but aspirated 6ml from the reservoir. It was noted that prior to the refill they had lowered the patient's dose so the medication would last enough for the patient to have the pump filled and not have it go empty. The healthcare provider (hcp) reported that the pump was not helping his pain, so they were lowering the concentration. It was explained that the change in therapy may be related to lowering the dose and recommended having the hcp perform a dye study if they were concerned with the function of the infusion system. The event date was (B)(6) 2020. No further complications were reported/anticipated or expected.